Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position on (B)(6) 2015. An abbott sizer was used in the surgery. An emergency surgery was performed on (B)(6) 2021 due to structural valve deterioration of the epic valve. (The patient experienced some subjective symptoms, no detail information was able to be obtained) there was leaflet tear noted on the valve upon explant. A 27mm epic stented porcine heart valve was implanted. Patient stable, no additional information was provided.

Manufacturer narrative:
Explant was reported due to "structural valve deterioration". The investigation found that cusp 1 and cusp 3 were torn. There was thinning and loss of collagen, and degenerative changes at the tear site. There was fusion of the commissure between cusp 2 and cusp 3. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.